Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. Device has been explanted.